Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency for unknown reasons, when the device was observed to be in back up vvi mode. A device download was performed successfully. The patient was symptomatic. No further information is available at this time.